Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
(B)(4): additional information. (B)(4): placeholder.

Event description:
A scoliosis pt implanted on an unk date returned to surgeon complaining of pain. X-rays taken on an unk date showed two broken rods at l5-s1 bilaterally, and at 511-512 bilaterally. Pt was returned to operating room on (B)(6) 2012, surgeon removed both rods and there was no clinical findings reported for 14 screws, 14 collars, and 14 nuts, which were also removed. Pt was revised to another construct. This is one of two reports for this event.